Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip nt, was then inserted, advanced to the left atrium (la), and trajectory was checked. However, before opening the clip to check orientation, when unlocking, the lock line release latch (llrl) was accidentally flipped up. The lock line was not visible after the llrl. The lock line was presumed to be in the shaft of the device. The clip was then closed, and removed from the patient per the instructions for use (IFU). A new clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.